Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during permanent implant, the patient's scs ipg was unable to communicate with the clinician programmer and was subsequently deemed inoperable. In turn, troubleshooting was attempted to no avail. As a result, replacement of the ipg with an alternate device was able to resolve the issue.